Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a laparoscopic assisted resection procedure. Reportedly, the staples did not form properly causing an incomplete staple line. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.